Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and replaced the display to video receiver board cable to resolve the problem. Unrelated to the complaint issue, the safety disk and the luer lock fitting were also replaced as part of preventive maintenance (pm). The fse then performed functional and safety checks to meet factory specifications which all passed per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a functional check performed by the customer, the cs300 intra-aortic balloon pump (iabp) intermittently had display issues. There was no patient involvement, and no adverse event reported.